Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event (gap between acoustic lens and ultrasound probe) occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: "caution ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd (charged coupled device unit) damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During a routine inspection of the device by olympus, a gap of adhesive on the distal end, and a gap between the acoustic lens and ultrasound probe was found. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
The device evaluation found a gap in the adhesive on the distal end: stain entered inside the lens through the opening. Additional findings include the following: due to grip wear, water tightness was lost. The adhesive on the a-rubber was detached due to the wear of the angle wire, the bending angle in the right direction did not meet the standard value, the ultrasonic probe was loose, and the I channel was slightly deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion or if any additional information is provided.